Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000098042. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure on (B)(6) 2026, one of the patient's leads exhibited high impedances and caused ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. In the future. The investigation did not determine which lead the issue was related to.